Manufacturer narrative:
The injection screw was not bent. There is some resistance when the injection screw is being extended this is caused by a broken encoder bond. Unable to perform functional test due to this issue.

Event description:
The customer reported via phone call that the insulin pen is still not pairing after they updated the operating system and restarted their phone. During troubleshooting, pairing was not successful. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.